Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report : 3006705815-2019-01248, 3006705815-2019-01249. It was reported patient experienced ineffective coverage of pain and wanted his system explanted .to address this issue patient underwent scs explant system.

Event description:
Device 3 of 3. Reference MFR. Report: 3006705815-2019-01248. 3006705815-2019-01249.